Event description:
It was reported that an angio-seal was deployed. The next day, the patient reported pain and a cold leg. The patient was taken to surgery where it was discovered that the vessel had been dissected. The angio-seal had embolized down stream. The entire device; collagen, anchor and approximately 2 inches of suture were removed from the patient's leg. Reportedly, the patient was recovering and doing fine.

Manufacturer narrative:
No product was returned. A review of the device history was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.